Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On 2018-mar-01 arjohuntleigh has become aware of an event involving mesh loop sling and minstrel floor lift. It was reported by the customer that during resident transfer for a shower, loop stitching failed and the resident fell on the floor hitting his head on the leg of the lift. As a consequence, the resident sustained a head injury and was taken to the hospital. The facility refused to release more information.

Manufacturer narrative:
On 1 mar 2018, arjo was informed about an event involving a mesh loop sling and a minstrel floor lift. It was reported by the customer that during the resident's transfer for a shower, a shoulder loop stitching failed and the resident (male) fell from the sling to the floor. As a consequence of the fall, the resident hit his head about the leg of the lift and sustained a head injury. Injured was taken to the hospital. The customer was visited by arjo representative on (B)(6) 2018. During interview with the involved caregiver it was clarified that the resident did not fall out from the sling. He panicked and threw his head back hitting in the lift during the transfer from a bed to the resident's room. At that time, the caregiver noticed the rip in the shoulder loop section of the sling. It was also clarified that the event took place in (B)(6) 2017 at (B)(6). Based on the information collected to date, we cannot clearly determine the root cause of the shoulder strap stitching failure because the malfunction might be caused by different factors: neglected inspection of the sling before transfer and sudden jerk by the resident during panic attack - it was noted during interview with the involved caregiver that "she [caregiver] did not perform a check on the sling prior to the transfer, so it could have already been ripped but the lurch or sudden jerk by the resident may have ripped it more extensively." Overloading of the sling - we received also allegation from the customer's that "the wrong size of sling was used." As per sling instruction outlined in the loop slings instructions for use (IFU 04.sl.00-int1 rev. 3 from 2014), the caregiver is obligated before every use to check all parts of the sling for fraying, loose stitching, tears and damaged loops. If any part is missing or damaged, the sling should be withdrawn from use. If the caregiver follows every guideline given in the device IFU, there is a very low possibility of any potentially risky situation to occur. When reviewing similar reportable events registered in the last 5 years, we have not found any similar complaint related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. In summary, the minstrel and loop sling were being used at the time of the event. The reported situation is considered to be unfortunate accident related to the occurrence of unexpected panic attack of the resident. The shoulder loop stitching failed and from that perspective, the system was not up to the manufacturer's specification at the time of the incident. The training for the facility staff has been already provided to ensure that sling inspection takes place prior to every use, the correct size of sling is chosen and washing instructions are followed. The complaint decided to be reportable because the adverse event occurred.